Event description:
Proceduralist then started exchanging for a j-wire to remove the delivery sheath and at this point, it seems that the j-wire went parallel to the device into the left atrium on removal of the j-wire, the device flipped into the right atrium and was at this point clearly mobile in the atrium. Successful retrieval of device was achieved.